Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was complaining they had to go the bathroom every 5 minutes. This issue started maybe 3-4 weeks ago. It was then reported by the family member that the patient had to go but then nothing happened (could not actually go). This started on (B)(6) 2018. The family did not have access to the patient programmer at the time of report. They were redirected to the patient¿s healthcare professional (hcp) if the symptoms did not resolve. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they had notified their managing physician about the inability to go (urinate). They also noted that they had been in the hospital for 2 months. The issue was reported as resolved. There were no further complications reported or anticipated.